Event description:
Boston scientific received information that several months prior, the pacemaker¿s remaining longevity was 3 years. Currently, the device had less than 6 months remaining. Ts discussed normal battery performance as device was likely operating in a higher current bin. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Further information was received indicating that the pacemaker¿s longevity was less than 6 months and now it has 2 years of remaining battery life. A result of disk analysis sent showed that the device has no resets and no recorded memory errors. The device has auto capture programmed on and the output setting is auto 2.6 volts and is operating in the lowest current bin. The device calculated battery longevity agrees with the prm longevity of 2 years. Furthermore, there was no indication in the daily measurements that the device has been in retry at the time a daily measurement was taken.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.